Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis of a gi bleed within the pylorus during a procedure performed on (B)(6) 2012. According to the complainant, during preparation, the charge nurse reported that when the device was removed from its packaging, a kink was present in the catheter. The injection gold probe was then connected to the generator, but it failed to conduct electrical current; "no energy" delivered through device. As this issue was identified outside the patient, the device was removed from service, and then the procedure was completed using another injection gold probe. Reportedly, no damage was noted to the outside of the device packaging. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis of a gi bleed within the pylorus during a procedure performed on (B)(6) 2012. According to the complainant, during preparation, the charge nurse reported that when the device was removed from its packaging, a kink was present in the catheter. The injection gold probe was then connected to the generator, but it failed to conduct electrical current; 'no energy' delivered through device. As this issue was identified outside the patient, the device was removed from service, and then the procedure was completed using another injection gold probe. Reportedly, no damage was noted to the outside of the device packaging. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with a kink present near the connector port; the catheter was kinked at distal side of the connector (likely due to handling damage). Functionally, when the handle was actuated, the needle extended and retracted without issue. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The reported event of no energy delivered through the device was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.